Manufacturer narrative:
(B)(4). Date sent: 8/16/2021. Additional information: this is an analysis for three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a tissue appears to be stapled with 2 open lengths staples. The second photo shows the shaft appears to be stapling on the tissue and no anomalies were noted. The third photo shows appears to be 2 malformed staples with open lengths and leak intervention was noted after the second photo. Based on the three photos review the event describe could be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what was the bmi (body mass index) and gender of the patient ? 42.3, male. Has a leak test been performed? If so, what kind and what was the result? Blue extravasation on reoperation, no leakage. How was the leak identified? Peritonitis on 1 pod. How was the leak resolved? Suture + drainage. What was observed at the leak site in the reoperation? Diffuse peritonitis + blue extravasation. Have there been any problems observed with the formation of staples at any point during patient care? If yes, please describe the shape and location. Fully open clamps visualized at the leak site (photo). What is the current status of the patient? Admitted for treatment of sepsis, drained open fistula, enteral nutrition.

Event description:
It was reported that the doctor contacted us claiming that 24 hours after the surgery the patient had dehiscence in the staple line referring to the last stapling.